Manufacturer narrative:
Patient code 3191 was used to capture the patient undergoing surgical intervention to explant the device. Upon receipt at our post market quality assurance laboratory the dislodgement allegation was not confirmed lab observations and field report were insufficient to verify dislodgement. The lead tip appeared normal.

Event description:
It was reported that this right atrial (ra) lead was found dislodged. The patient underwent a surgical intervention to remove the lead and implant a new product. No additional adverse patient effects were reported. Upon receipt at our post market quality assurance laboratory the dislodgement allegation was not confirmed lab observations and field report were insufficient to verify dislodgement. The lead tip appeared normal.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that this lead was found to be dislodged during a revision then it was finally explanted and replaced. No additional adverse patient effects were reported. Dc.